Manufacturer narrative:
Follow-up #1: date of submission 11/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings: during investigation, a visual inspection of the pump revealed no evidence of moisture in the cartridge compartment or in the pump. There were no leaks detected during a leak test. The pump was opened and no moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture/corrosion visible in the cartridge compartment of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.